Manufacturer narrative:
B3: date of event is unknown. One infusion pump was received for evaluation. Visual inspection found cracked battery door, battery compartment damaged, scratched lcd lens, and worn upstream occlusion sensor seal. The device's event history log was reviewed and found the system fault 41622 eighteen times. The customer's reported problem was duplicated. Performed a motor test in the manufacturing utility mode and the device alarmed 41622 right away. The motor did not activate. Investigating the motor found contamination on the gear train and cam shaft assembly. This correlates with the event log showing intermittent issues with the rotation of the gear train. The cause of the reported problem fluid entered through the latch lock, expulsor, valves, and keypad. Fluid ingression caused the expulsor foam to stick and shave off as the cam shaft rotates. Replace motor, optical sensor, expulsor assembly, and clean all contaminated components. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Event description:
It was reported that the pump had an alarm code. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.